Event description:
Medtronic received info that this bioprosthetic valve was explanted due to a perforation of a leaflet near the commissure.

Manufacturer narrative:
Device history could not be reviewed because serial number was not provided. Results: pannus and thrombus found on analysis. Conclusion: cause of event attributed to pt condition. Upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible except where mineralization was noted. Tissue deterioration due to visible mineralization was noted in the left cusp adjacent to the left right commissure. The right non-coronary and non-coronary left commissures were intact. Tissue deterioration due to mineralization was noted in the left right commissure. A piece of pannus was received with the valve that appears to have been removed during explant. A moderate cluster of pink tinted thrombotic host tissue slightly filled and stiffened the belly of the non-coronary cusp. Radiography showed trace to extensive mineralization in the left right commissure and aortic wall adjacent to the non-coronary sinus. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth, thrombus and mineralization. These findings are generally considered a pt related condition.